Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in returned to manufacturer. The fielder fc guide wire was returned for evaluation. Elongation of the coil was confirmed. Distal to the mid solder that was originally set at 25mm from the tip, the innermost core was found fractured along with tearing of the outermost polymer jacket. The coil was elongated for approximately 45mm from the mid solder. The distal part of the returned guide wire was helically deformed. At approximately 23mm from the tip, the fractured core that was deformed in a hook was observed. The fracture surfaces were uneven and circumferential cracks were observed near the fracture ends. These findings suggested that the core fracture was caused by repeated pushing and bending stress. The proximal side of the core fractured end matched with the distal side of the core fracture end. The ball tip remained attached at the very distal end of the guide wire. It was concluded that the guide wire was returned in its entirety, lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated pushing and bending stress generated with wire manipulation had most likely contributed to the core fracture observed on the returned fielder fc guide wire. Further applied tensile stress generated with removal had likely caused the coil to elongate and the polymer jacket to tear off. It was concluded that this event was not attributed to product quality. Observed damage of the polymer jacket was too severe to completely rule out a possibility that some fragment could be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: breakage of the guide wire.

Event description:
It was reported that the tip of an asahi fielder fc guide wire looked extended distally under fluoroscopy during a percutaneous coronary intervention (pci) to treat a 90-99% stenosis in #7 segment of the left anterior descending artery (lad). The guide wire was advanced with an asahi caravel microcatheter when the guide wire became stuck in the lesion and its tip was found extended. The microcatheter was advanced distally to cover the wire tip, and then both devices were removed as a unit. A new guide wire was replaced to resume the pci. The procedure was successfully completed with reestablished flow achieved by stent deployment. There were no adverse patient effects associated with this event.